Event description:
It was reported that the compressor generated alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of the received problem description and service report. Our field service engineer (fse) was on-site for further investigation and came to the conclusion that loose connection between air outlet fitting and diss air filter had to be tightened to resolve the low pressure alarm. Moreover, both the radial and axial fans and filters and thermometric cooler were cleaned of excess dust that had built up. Afterwards, the device passed all performance and safety tests according to factory specifications and was cleared for clinical use. The root cause of the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).